Manufacturer narrative:
In the initial report, the adverse event/product problem field in box b was incorrectly marked as ¿both.¿ this has been corrected to ¿adverse event,¿ and the outcome attributed to ae has been updated to ¿death.¿ in the previous report, the additional narrative was captured incorrectly, and it has been corrected as follows: the manufacturer received information from customer in reference to a rem auto a-flex with an allegation of patient passed away. There was no report of medical intervention. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that patient passed related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the initial report, the patient outcome code in box h was captured incorrectly. It has been corrected in this report.

Manufacturer narrative:
In the previous report, the describe event or problem in box b was captured incorrectly. The corrected verbiage should be reported as stated below. The manufacturer received information from customer in reference to a rem auto a-flex with an allegation of patient passed away. There is no medical intervention was specified. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In the previous report, the information in box h¿device problem code grid, remedial action initiated, and recall (z) number¿was captured incorrectly. The device problem code grid has been corrected in this report. Remedial action initiated and recall (z) number have been corrected to blank.